Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was stuck on the login screen with cap lock notice on. A technical support specialist rebooted the cabinet after the user was unable to log in and discovered that the user had two active medbank profiles, one of which was expired. The expired account was deactivated, allowing user to log in successfully using fingerprint. The tss then showed the user to how to request items through rxverify. The item was requested successfully. The user was able to issue it once the pharmacy approves it.the system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 2000, the system application was stuck on the login screen with cap lock notice on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 2000, the system application was stuck on the login screen with cap lock notice on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.